Event description:
The reported facility described a malfunction with a 1104bt intracranial monitor. The device measured pressure increased and reached 70 mm hg after several hours of use. Then after a while it decreased to -30 which remained a few hours. No pt injury occurred as a result of the event. Additional clinical information requested for the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.